Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one glidepath catheter, one tunneler, and one guidewire, one introducer needle, and one introducer sheath and dilator were returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as the proximal tip of the tunneler was broken off from the device. The proximal fragment was received embedded within the distal end of the catheter. The proximal extreme of the proximal fragment was broken off and not received. The definitive root cause for the reported damaged tunneler issue could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that upon inserting into the catheter, the tunneler tip allegedly broke. Therefore, another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that upon inserting into the catheter, the tunneler tip allegedly broke. Therefore, another device was used to complete the procedure. There was no patient injury.